Event description:
It was reported that two syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: material no. 328418 batch no. 7338760. Verbatim: from phone call: this consumer called back to inform he had his pharmacist review the item for the "hair" like fiber on the shield. Consumer stated pharmacy feels plastic. Consumer feels the fiber is hard like hair. Son of a consumer reported he noticed light brown hair stuck in between the shield and needle. Occurence-1; incident date-(B)(6) 2019. He opened a new poly bag and when he took the syringe he noticed this incident. Item# 328418; lot# 7338760; expiration date-1022-12-31.

Manufacturer narrative:
Investigation: customer returned (10) 1cc, 8mm, 31g syringes in an open poly bag from lot # 7338760. Customer states that a hair was found in between the shield and needle and there is white rubber sticking out between needle and hub. All returned syringes were examined and one sample exhibited a strand of material on the hub of the syringe and coming out of the shield. No other foreign matter was observed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely hair. A review of the device history record was completed for batch# 7338760. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (fm-hair) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (fm-rubber). Visual inspection of the syringes found (1) syringe with a human hair in between shield and the barrel tip. The shield was removed and the hair was found to continue up the barrel tip and across the cannula well where adhesive had glued the hair, cannula, and barrel together. The cannula is glued in place at the cannulator. The hair would have been present during this process. Review of quality notifications found no issues related to foreign material.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: material no. 328418, batch no. 7338760. Verbatim: from phone call: this consumer called back to inform he had his pharmacist review the item for the "hair" like fiber on the shield. Consumer stated pharmacy feels plastic. Consumer feels the fiber is hard like hair. Son of a consumer reported he noticed light brown hair stuck in between the shield and needle. Occurrence-1; incident date-(B)(6) 2019. He opened a new poly bag and when he took the syringe he noticed this incident. Item# 328418; lot# 7338760; expiration date-12/31/1022.